Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s screen developed a small crack on the bottom, after which only the unlock function could be pressed, and a replacement device was sent. Symptoms included no reported adverse health effects, and blood glucose was not affected as the user transitioned to backup therapy. Outcomes included no injury, no hospitalization, and continued therapy using a backup method until the replacement arrived. Investigation included customer support troubleshooting and education, shipment of a replacement device, and initiation of a return process for the damaged unit. Investigation of this case revealed a damaged display and impaired touchscreen functionality consistent with hardware screen damage leading to limited user interface response. It was concluded, based on previously established findings for similar reports, that the cause was device damage to the screen resulting in touchscreen malfunction.